Event description:
It was reported to nuvectra that during a laminectomy procedure of the permanent paddle lead implant, the patient experienced deficit in the right leg. The lead was re-positioned with continued deficit to patient's right leg. Subsequently, the lead was removed and the procedure was aborted. Follow-up was performed and the patient was able to move all limbs and the physician expects a full recovery.